Event description:
It was reported that the patient presented due to experiencing chest pain over the past several days. A device interrogation revealed that the patients right ventricular (rv) lead showed some high rate non-sustained episodes with potential oversensing noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.